Event description:
A university in another country, reported via our distributor that, just after commencing ventilation, a leakage occurred at the suction port of an rt125 infant breathing circuit. No patient consequence was reported.

Manufacturer narrative:
The suction port of the return device was visually inspected. Results: they y piece of the infant breathing circuit has a suction port to allow suctioning of the patient while the breathing circuit is connected. The duck bill valve in this suction port was not properly closed on the returned device. Conclusion: changes have been made to the suction port as a result of a corrective action to prevent this failure mode from occurring. Inspection of the returned product revealed it was made before these changes were effective. All breathing circuits are pressure tested during production and those that fail are rejected. Our monitoring and trending of infant swivel leaks has a rate of occurrence worldwide for the last year of 0.01%.